Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: n/a, batch: 4256294.

Event description:
It was reported that the patient had ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein leads were replaced to address the issue. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates that the lead also had impedances that contributed to the ineffective therapy.